Manufacturer narrative:
Reported event of failure to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some nom msi decals present on cover otherwise the unit appears to be in good physical condition. All knobs and switches appear to function properly. Electrical evaluation was performed and found that there was no output in any mode. Furthermore, it was noted that the u1 on the rf top bd was not working causing no output. The u1 was replaced and the unit passed the endostat iii return evaluation procedure and was within all test parameters. The complaint was confirmed. Taking into considerations the details of the complaint and product analysis, the most probable root cause of the failures identified is wear and tear. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in a colonoscopy procedure on (B)(6) 2014. According to the complainant, the generator failed to deliver energy and would not cauterize. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in a colonoscopy procedure on (B)(6) 2014. According to the complainant, the generator failed to deliver energy and would not cauterize. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.